Event description:
It was reported that the patient's inflatable penile prosthesis was removed due to aneurysmal dilatation herniation of the left cylinder out of the cavernosum into the scrotum causing discomfort.